Event description:
It was reported that the patient expired enroute to the hospital after suffering several episodes of ventricular fibrillation. The patient received multiple shocks from the ICD during this period.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The stored egms indicated that therapies were delivered for vf. The ICD device detected and delivered therapies as programmed. The ICD device is functional and was found to meet all specifications.